Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) and baclofen (unknown) via an implantable pump for spinal pain indications. It was reported that the patient was in the intensive care unit (ICU) with a high fever and altered mental state. The hcp wanted the pump checked to verify it was working. The hcp stated that they were trying to reach the managing hcp but they had not returned their calls.